Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, it was discovered that the tibial tray that was in a box labeled as a size 2 was actually a size 3. Despite the situation, the surgeon was pleased with the outcome of the procedure for the pt. The surgery was delayed approx 30 - 40 minutes.